Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl reconstruction procedure, when the surgeon was drilling the femoral tunnel, the flipcutter ii, (B)(4), fell apart and detached from the outer tube and into the patients bone. The surgeon then re-inserted the inner tube and attempted to use it, but it did not work as intended. In order to finish the case, the surgeon then reverted to an unplanned full bone tunnel and the fixation on the femoral side was changed to using a screw instead.

Manufacturer narrative:
Complaint confirmed. Evaluation of the returned components shows the distal end of the inner shaft broke. The actuator shaft, cutter tip and inner shaft fragment were not returned. Likely causes include mechanical damage to device such as hitting the device with another device or object, prying/leveraging or excessive bending forces applied during use.